Event description:
It was reported that the patient experienced a loss of therapeutic effect and did not feel stimulation. It was noted that the patient reported a return of symptoms that began about 4 or 5 days ago. The patient stated that they "wanted to increase their stimulation and the internal neurostimulator (ins) kept turning off." It was noted that the "lightning bolt went away and only the poor communication screen came up." The patient indicated that she repositioned the antenna several times, but was receiving poor communication. It was noted that the patient had poor communication without using the antenna as well. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v814697, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was reported that the patient's device was implanted for bladder pain. The patient still had the pain/cramping/discomfort in the middle of her stomach to the point of it becoming chronic. The patient tried to increase the stim with the patient programmer the implantable neurostimulator (ins) turned off. The patient didn't get back from the manufacturer's representative after she called in september. The patient went through an airport security body scan back in august turning her ins off prior to the scan and felt like since then was when she noticed the difference/issue in her therapy. The patient service assisted the patient with going from program 3 at 1.15 to 1.12. The patient still could not feel any stim. The patient's ins was on. The patient reached the upper limit on that program so the patient service assisted the patient in changing to program 4 per their request and the setting was at 0.95. The patient stated she might have felt the therapy issue getting better but she was still going to call her doctor to set up an appointment. Additional report will be filed if there is any update information.

Manufacturer narrative:
(B)(4).